Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that approximately 6 months post-operatively an ozark self-starting, variable screw at c2 fractured. There are no plans to revise the patient who is reported to be doing well.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that approximately 6 months post-operatively an ozark self-starting, variable screw at c2 fractured. There are no plans to revise the patient who is reported to be doing well.